Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high and low blood glucose. Customer's high blood glucose was 400 mg/dl. Customer's low blood glucose was 30 mg/dl to 38 mg/dl. After troubleshooting, customer was advised the reservoir and infusion set will be replaced. Customer will not be returning the device for analysis.